Event description:
A catheter leakage was reported. It was stated that the pump was prophylactically replaced secondary to eri (elective replacement indicator) of 6 months. Surgically a leak in the catheter was noted and the catheter was replaced as well. Drugs delivered via the device were morphine, bupivacaine and baclofen. Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted (B)(6) 2005 explanted:; product typ catheter. Final device analysis revealed no anomalies on the pump. The pump passed all testing. It was noted that a single motor stall and recovery had occurred. The catheter was returned in segments. Segment #2 was partially occluded and it was possible to break up the occlusion. During pressure tests of the segments no leakage was observed.

Event description:
Additional information: the exact location of the catheter leak was unknown. The entire catheter was replaced. There were no patient signs or symptoms reported. It was noted the event was resolved without sequelae and the patient receiving effective therapy. The pump delivered compounded baclofen.